Manufacturer narrative:
(B)(4): evaluation results: (mi).

Event description:
One endeavor sprint rapid exchange drug eluting stent was implanted in the proximal lad during the index procedure. It was reported that an mi occurred one day post the index procedure. Mi was categorized as a non q wave mi in the territory of the target vessel. Event was identified by the clinical events committee and deemed to be consistent with an mi. It was confirmed that at the 30 day follow up, 6 month follow up and 1 year follow up and 1.5 year follow up post the index procedure, the patient was free of symptoms.